Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); lot: 7071364.

Event description:
It was reported that the patient experienced uncomfortable sensations from the left spinal cord stimulation lead. An x-ray displayed the left lead had migrated down into the sacral region. Reprogramming the device was attempted, however the issue did not resolve. The patient then underwent a revision procedure where the left lead was removed and a new lead was placed per the physicians preference for ease and two additional leads were implanted. There was no device issue other than migration. The patient received accurate therapy and recovered postoperatively.